Manufacturer narrative:
This report is submitted september 20, 2019.

Manufacturer narrative:
This report is submitted on august 14, 2019.

Event description:
An explanted device received at cochlear on (B)(6) 2019. As per the document returned with the device, the device was explanted on (B)(6) 2018 due to non-auditory sensations and non-user.